Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited impedance less than 130 ohms. The patient will be monitored regularly.